Manufacturer narrative:
Exact date unknown, event occurred three or four years ago from the date the manufacturer became aware of the event. Explant date: 3-4 years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.